Event description:
Initial report: they had trouble inflating the balloon. The balloon inflated upon second attempt although it had problems doing so. The balloon would not deflate. It was hooked to a med rad and it still would not come down. The tech then ran saline into the balloon and the saline leaked out of the device. The tech pulled the balloon out of the patient. No patient injury. No medical/surgical intervention required. Follow-up report: the physician reported that the target lesion was in the rca, had visible calcification and an estimated rvd of approx 4 mm. The device was able to cross the lesion successfully. He confirmed that there were 2-3 attempts to inflate the balloon and that only on the last attempt with high pressure could they detect that it was inflated with contrast. When they attempted to deflate the balloon it would not deflate despite using an indeflator, large volume syringe and then the medrad. They then attempted to remove the device with increasing amounts of tension on the catheter until the shaft broke. Ultimately they were able to extract the entire angiosculpt through the guiding catheter.

Manufacturer narrative:
The device was returned for evaluation. The device displayed signs of stretching due to exertion of force in pulling the device out of the patient. The device history record did not reveal any conclusive evidence to suggest a root cause for this reported malfunction. The root cause for the reported product malfunction, the balloon being difficult to inflate and then unable to deflate, can not be determined from the complaint investigation performed. Based on customer follow-up, the physician confirmed that the patient did not suffer any complication from the device malfunction. No product defect was noted prior to inserting the catheter in to the patient.